Event description:
The following was reported by the patient's attorney: on (B)(6) 2011 the patient underwent surgery for implant of an unspecified ventralex device. The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2011 ¿ patient was diagnosed with ventral incisional hernia thereby underwent open repair with implant of two ventralex meshes (device 1 and 2). Per operative notes, ¿in the midline, the hernia sac was noted, and extensive intra-abdominal adhesions were reduced. The multiseptated hernia with smaller and larger defect in fascia just above the umbilicus was noted. The septation was left intact and smaller hernia was repaired with small circle ventralex mesh (device 1) and to the large hernia another large circle ventralex mesh (device 2) was placed and secured with sutures.¿ on (B)(6) 2017 - patient was diagnosed with infected abdominal soft tissue wound with abscess thereby underwent open repair with abdominal wall washout and wound vac placement. Per operative notes, ¿the supraumbilical midline wound was irrigated. In the upper aspect of the wound, the infected meshes (device 1 and 2) were as exposed, wound was irrigated and wound vac was placed.¿ on (B)(6) 2017 - patient was diagnosed with infected abdominal wall mesh (device 1 and 2) and enterocutaneous fistula thereby underwent open repair with removal of infected meshes (device 1 and 2). Per operative notes, ¿fistulous tract extending down to intra-abdominal mesh and dense abdominal adhesions were noted. The fistula, adhesions to anterior abdominal wall and interloop adhesions were taken down. The meshes (device 1 and 2) were removed. A segment of small bowel adhered to anterior abdominal wall was resected and sutured.¿ on (B)(6) 2017 ¿ patient had anterior abdominal wall wound thereby underwent washout of anterior abdominal wall wound with delayed layer and primary closure.

Manufacturer narrative:
At this time no conclusion can be made to what extent the device may have caused or contributed to the reported event. With no lot number provided a review of the manufacturing records could not be conducted. Should additional information be provided, a supplemental emdr will be submitted. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the 510k number. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-aug-2010) is considered to be a best estimate. Updated fields: a2, b2, b3, b4, b5, b7, d1, d3, d4 (catalog no, lot no, UDI, expiry date), d6b (explant date), g1, g3, g6, h2, h4, h6, h10, h11. Corrected fields: g4 (510k number). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned to manufacturer.

Manufacturer narrative:
At this time no conclusion can be made to what extent the device may have caused or contributed to the reported event. With no lot number provided a review of the manufacturing records could not be conducted. Should additional information be provided, a supplemental emdr will be submitted. Not returned to manufacturer.

Event description:
The following was reported by the patient's attorney: on (B)(6) 2011 the patient underwent surgery for implant of an unspecified ventralex device. The patients attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."